Event description:
The affiliate stated the customer reported a falsely elevated troponin I (access® accutni¿) result, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel® dxc 600i synchron® access® clinical system. The customer performed quality control (qc) and noted levels 1 and 2 were out of range high. An elevated result of 0.968 ng/ml was obtained and released out of the laboratory and questioned by the physician. There was no report of patient consequence or change in patient treatment associated with this event. Results of 0.595 ng/ml, from duplicate repeats (from uncentrifuged sample), were obtained. The sample was then analyzed through an alternate methodology and generated a negative result; a retest produced a value of 0.01 ng/ml. The serum sample was centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. The sample was ¾ full and 1.5 hours old. The sample was clear in appearance and stored at room temperature. The sample was analyzed from the primary tube. The customer indicated system check and assay calibration passed prior to the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed system errors, wash pump failing to home. The fse replaced the wash pump drive motor and wash pump valve ceramics. The fse also replaced the wash pump belt. The fse discovered chip on ceramic surface and replaced the complete valve. The fse performed system check and quality control (qc) and noted both were within specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Results: wash pump valve ceramics. In conclusion, the likely cause of the event is attributed to the wash valve. Beckman coulter continues to track and trend any incident related to this issue.